Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to active exhalation control module failure. There was no harm or injury reported. The device's system board needs to be replaced to address the issue.